Event description:
The customer reported to philips healthcare that the device was not recognizing the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.